Event description:
A malfunction alarm was reported, displaying a malfunction code of malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions to reset the pump, successfully resolved the issue, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue returned.